Event description:
The customer's blood glucose was unknown. It was reported that the customer's insulin pump had cracks on it. Advised that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Pump received with minor scratched display window. Pump received with broken reservoir tube lip. Unit received missing end cap sticker. Unit received no button response due to flattened act (creased) button dome switch. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.